Manufacturer narrative:
Batch review performed on 20 july 2022: lot 175050: (B)(4) items manufactured and released on 27-sept-2017. Expiration date: 2022-09-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 2115427: (B)(4) items manufactured and released on 22-feb-2022. Expiration date: 2027-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. At about 1 month and a half from primary surgery, the surgeon performed a washout and revised the liner and glenosphere. The surgery was completed successfully.